Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, blood coagulation disorder, local infection / subacute chronic osteitis, overheating of bone ((B)(6) are same patient).